Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to patient complaining of chronic pain. X-rays revealed a broken 5.0 locking screw. He also showed signs of infection. The surgeon decided to remove all hardware from the patient as part of a multi-stage revision process. The humeral components were from zimmer, so those are irrelevant for this report. As the baseplate was being removed, it was revealed that the central lag screw was also broken. A lot of glenoid bone stock was removed as it was necessary to remove the broken screw tips. The surgeon indicated that there was nothing inherently wrong with the hardware that was in him. He suspects that there was a chronic infection in the patient that simply never healed and affected the hardware.